Event description:
The philips field service engineer was evaluating the device for a printer issue under pr# (B)(4) when the fse discovered a battery with no power. The battery's leds showed fully charged but when connected alone to the unit it could not event finish the initialization process. Then all the led's on the battery were off. There was no pt involvement.

Manufacturer narrative:
(B)(4): the philips field service engineer was evaluating the device for a printer issue under pr# (B)(4) when the fse discovered a battery with no power. The battery's leds showed fully charged but when connected alone to the unit it could not event finish the initialization process. Then all the led's on the battery were off. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.